Event description:
It was reported that (1) atb35 was used during a laparoscopic appendectomy procedure. It was reported by the rep that the device locked up and could not fire cartridge. Not sure if they squeezed once and then tried again. Opened another device to complete the case. There was no consequence to pt.